Manufacturer narrative:
(B)(4). The biomed at the facility later confirmed that he replaced the device's therapy connector as well as the broken hard-paddle assembly. After observing proper device operation through functional and performance testing the unit was returned to the end users for use. Neither the device, nor the broken hard-paddle assembly, were returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer, a biomed, contacted physio-control to report that a pin had broken off of the hard-paddles assembly connector and become lodged into their device's therapy connector. The reported issue would prevent defibrillation because neither a therapy cable, nor a different hard-paddle assembly, could be plugged into the device. There was no patient use associated with the reported event.